Event description:
It was reported that the insulin pump had an unresponsive keypad, and the issue was not resolved by a battery change. The blood glucose reading was 5.4 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.